Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the patient did not suffer a serious injury and there is no evidence that a medical intervention was required to preclude a permanent damage, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the patient had an adverse reaction to the allevyn product. The event happened after treatment, there was no delay, but there was an injury to the patient.